Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing on atrial electrograms and atrial sensing integrity counter (sic) of 3197 since (B)(6) 2016.

Event description:
It was reported that there was evidence of noise on the atrial electrograms. The right atrial (ra) lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.